Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also reported that the inner tubing was kinked/buckled and there was blood in/on the helix mechanism and sleevehead.

Event description:
It was reported that during the implant attempt, the helix would not deploy. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.